Manufacturer narrative:
Patient code:(B)(4) device code: (B)(4) UDI (di): (B)(4).

Event description:
It was reported that the lead exhibited out of range impedance values, and no sensing was observed during a new device implant procedure. The lead was removed from the header and re-connected. The measurements were still out of range and the physician elected to exchange the device. Normal measurements were observed with the new device. No further information is available.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported sensing and impedance anomalies were confirmed in the laboratory. Visual inspection ntoed a torn seal in the sj4 lead bore which prevented full insertion of the lead into the header. The reported field events was due to a torn seal in the sj4 lead bore.